Event description:
It was reported to philips that the flexvision monitor of the azurion device would not turn on. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer (fse) examined the system onsite and confirmed that the flex vision monitor was not turning on. Upon troubleshooting, the field service engineer identified that the issue was occurring due to leaks in the technical room and found the flex viewing pc was wet, which was preventing it from turning on and causing issue in ethernet switch as well. To resolve the issue fse replaced flex viewing pc and ethernet switch. After replacing the defective parts fse reloaded software. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.